Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be determined through this evaluation. Cardia arrhythmia is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device- 3 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had multiple episodes of ventricular tachycardia, received 4 shocks from the implantable cardioverter-defibrillator(ICD), and cardiology was notified. The patient was started on a amiodarone infusion and electrical physiology was consulted. It was reported on (B)(6) 2017, the patient continued to have episodes of ventricular tachycardia and shocked once with ICD. The patient was started on lidocaine infusion and continued to have breakthrough ventricular tachycardia with ICD shocks on (B)(6) 2017. The lidocaine infusion was discontinued and started on procainamide infusion. The ICD interrogation was completed. On (B)(6) 2017, the crt and ICD were discontinued due to the possibility of the biventricular pacing may actually be arrhythmogenic. The patient received a total of 6 shocks, the ICD turned off, maps and flows were stable on (B)(6) 2017. A 12 lead EKG was performed and showed the origin of the ventricular tachycardia to the inferior septal left ventricular apex, presumable from his recent lvad insertion site. The patient had biventricular assist device support and seemed to tolerate the episodes of ventricular tachycardia, may require ablation if extracorporeal circulatory support removed. There was no other information provided.